Event description:
It was reported that "a dirt" was observed inside a revaclear 400 dialyzer prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a slight separation in the top of the fiber bundle inside the header cap and appears to be a darker color than the surrounding fibers. This is cosmetic in nature and is not considered a product defect. There is no visible particulate in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.